Manufacturer narrative:
(B)(6).

Event description:
Information was received that for a smiths medical portex tubes pdt griggs percutaneous suctionaid 8.0mm tracheostomy kit w/out forceps, the customer was unable to remove the guidewire for from it. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the following used decontaminated samples were received in plastic bag without its original packaging: - 2 x 005/010/014 guidewire 0.052" medical stainless steel 1/ea, - 1 x 008/108/780 tube 2.53 polythene ld. Under visual inspection it was noticed that 2mm thin wire is protruding from one received guidewire. The second guidewire was found to be without this defect. We also observed that both guidewires have bent areas, which indicates that an excessive force was applied on them. The bent areas found confirms the customer reported problem. The investigation also noted that the guidewire is externally purchased material. This material is manually assembled by smiths medical czech republic operators into outer sheath prior packaging process. A history of internal non-conformities and supplier non-conformities was reviewed and it was confirmed that this is the first occurrence of this issue. A review of the device history records also shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. While the complaint allegation was confirmed, the event problem source was listed as unknown.